Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was also received on (B)(6) 2020, patient underwent bilateral removal and replacement with non-mentor breast implants. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/28/2020. Device evaluation summary: according with the information it was reported that the patient experience rupture the breast implant and developed capsular contracture and generalized illness. During evaluation of the sample a tear was noted in the anterior and extending to the posterior view measuring approximately 10.7 cm. In additions a crease was observed within the tear in the posterior view. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture.postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/26/2019, mentor received additional information about this event. The patient¿s complaint devices were 425cc mentor memorygel breast implants. Product information has been updated in the relevant fields. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient reports that she feels generally unwell, and attributes it to her breast implants. She plans to undergo bilateral explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with an unspecified 425cc smooth gel breast implant experienced right sided rupture and capsular contracture baker grade unknown post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.